Manufacturer narrative:
Evaluation codes: results - the returned ipg was non-functional due to a depleted battery. The battery was recovered and the ipg communicated, charged, and was tested to manufacturing specifications. The ipg passed all tests after being recovered. Per product labeling, "if you do not recharge a depleted ipg within 2-18 months (depending on the proximity to the end of the device life), the ipg may lose it's ability to be recharged." Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR. Report #: 1627487-2012-06674, 1627487-2012-06675.